Event description:
The advocate stated the customer tested her glucose and received a reading of 54 mg/dl, which was lower than usual. While troubleshooting, he performed control tests and received a result of 62 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.